Event description:
Patient was undergoing a right shoulder arthroscopy. Patient developed excessive extravasation in right shoulder, chest, and neck. Pump appeared to display pre-selected joint pressure.